Manufacturer narrative:
The complainant reported that the distal tip of a screw driver broke when the final screw was being tightened to secure a cervical plate. There were no known patient complications associated with this event. A visual assessment of the returned driver confirmed the complainant's report, the distal tip of the driver was broken. The distal portion of the retention arm intended to secure the screw was also broken. Excessive force applied to the driver may result in a misshaped or broken tip. Patients with unusually hard bones may require additional steps in the surgical procedure. The surgical technique guide states "for unusually hard bone, a 4mm threaded tap is provided." Dense bone creates increased resistance to the instruments being used. This increased resistance may contribute to the distal tip of the driver breaking. It is possible that the placement of the final screw was in an area of increased density and could have contributed to the distal tip of the driver breaking. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to release of the batch.

Event description:
The complainant reported that the distal tip of a screw driver broke when the final screw was being tightened to secure a cervical plate. There were no known patient complications associated with this event.